Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check the pad messages) has been confirmed. Upon eval, there was an open pulse wire in the front therapy electrode (te). The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.